Event description:
A pt had a diagnostic laparoscopy procedure that apparently proceeded with no problems. An ovary was removed and lysis of adhesions was done, also. Three weeks later the pt complained of discomfort in her lower abdomen and a protuberance in the abdominal wall. Surgery was then done to remove the fiberglass portion of a second-puncture trocar sleeve that had been left in the abdominal fascia. The object was approx 5mm in diameter and 4 3/4" long. No other physical damage was reported and the pt's status was considered to be satisfactory.